Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 ultra resilia aortic valve implanted for 1 year and 1 month underwent a valve-in-valve procedure because the patient became symptomatic. Transesophageal echocardiogram revealed two paravalvular jets and a central jet. A 29mm sapien 3 ultra resilia valve was implanted successfully.

Manufacturer narrative:
Updated sections a2, b5-b7, and h6. The device was not returned for evaluation as it remains implanted. The complaints for valve leaflet thickened/halt and central regurgitation were confirmed based on the provided medical records. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient had a medical history of dyslipidemia. Dyslipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is very common failure mode of structural valve deterioration (svd), which can manifest in the form of thickened leaflets as reported. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, patient had thickened leaflets, which can lead to abnormal coaptation resulting in central regurgitation. As such, available information suggests patient factors (thickened leaflets) may have contributed to the central regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl. The root cause of the pvl remains unknown but may be related to the factors listed above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 ultra resilia aortic valve implanted for 1 year and 1 month underwent a valve-in-valve procedure because the patient became symptomatic with dyspnea. Transesophageal echocardiogram revealed severe paravalvular leaks in anterior and posterior aspects of the valve with mild transvalvular leak. CT revealed the valve was thickened. A 29mm sapien 3 ultra resilia valve was implanted successfully.